Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 206 mcg/day) via an implanted pump. The patient¿s medical history was pls (primary lateral sclerosis). The indication for pump use was intractable spasticity. It was reported that the patient was experiencing withdrawal symptoms. There was no alarming and no events were present in the logs. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. A dye study was done intraoperatively, and it was successful. Csf (cerebrospinal fluid) was able to be easily aspirated and the dye spread appropriately. The pump was replaced. The existing catheter was left in and remained in use. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via an user facility reported in 2021 the patient first noticed a sudden onset of spasticity in both of their legs. The patient first thought that it was from riding their recumbent bike 3 times during the week for 45 minutes per session, and that they overdid it. As the weekend went on, the patient's legs and feet would not bend to get out of bed. They went to the rehabilitation clinic and the nurse removed the medication from the pump, then refilled it with new medication. The next day, the patient returned to the clinic where the hcp gave a 25% bolus and waited for the results. After 30 minutes or so, the bolus showed no signs of relieving spasticity. The patient was taking 20 mgs of oral baclofen three times a day with that being of no benefit. The hcp instructed the patient to go to the emergency department for further evaluation of baclofen withdrawal due t o failure of their pump. The patient stayed there until they were admitted to the hospital later that evening. The neurosurgery doctors were wanting to do a dye study of the catheter but the hcp who does the dye studies was out of town. The hcp decided to plan surgery for the next to replace the pump and check the catheter. Surgery went well and the catheter was found to be working. The patient stayed in the hospital for recovery and observation, until they could walk with their walker, then were discharged. The patient's symptoms were sudden increase of leg spasticity, followed by facial flushing, anxiety, insomnia, difficulty swallowing and moving tongue, upper extremity spasticity, neck pain, and tingling in both hands and fingers. During the onset of the symptoms, there were no pump alarms that sounded and this was verified when the pump was interrogated.